Manufacturer narrative:
Trapliner was returned to for evaluation. Weld joint separation was observed. There was no other damage found to the catheter. The manufacturing records were reviewed. There were no non-conformances related to this lot therefore supporting the device met material, assembly and performance specifications. The event description states the catheter broke prior to use. Per IFU it states the following warning and precaution: - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Based on the information and returned product evaluation, the most likely root cause of the issue is unintended use error.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: catheter broke prior to use.